Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the introducer was spiked on to the stapler and the staff of the introducer broke. The surgeon did not want to use the stapler as the spike was little bent, opened a second stapler. There was no patient involvement.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the introducer was observed to be broken at grasping notch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if excessive force is used to insert the end to end anastomosis (eea) instrument with the introducer. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.